Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident. It was determined that the new patients and new orders were not crossing over pyxis. A technical support specialist dialed into the server and observed that the care fusion coordination engine services had started around 839 a.m. Eastern standard time based on the up since status. And tracing showed that the services had gone down at around 459 a.m. An information technology representative informed that the issue had been resolved by clearing space on the e drive and then contacted the pharmacy department and confirmed with the representative who worked with information technology that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the new patients and new orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.